Manufacturer narrative:
No product was returned for evaluation nor were radiographic images provided to confirmed the alleged event. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending fracture or loosening of implant component(s)..." Patient education: "preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loose even though restrictions in activity are followed." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." No product return.

Event description:
On (B)(6) 2016, patient underwent posterior spinal fusion. Postoperative image revealed loosen screw at s1 level and symptoms of spinal canal stenosis at l2/l3 levels. On (B)(6) 2019, patient underwent a revision procedure of posterior spinal fusion at l2/l3 and construct was extended to s2. No patient injury has been reported.